Event description:
Same case MFR report #2134265-2008-00475 and #2134265-2008-00477. It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The procedure was emergent due to chest pain and myocardial infarction (mi). A 2.5x20mm non-bsc balloon catheter was used to predilate the proximal right coronary artery (rca), mid rca and posterolateral branch (plb) of the rca. A 2.5x20mm taxus express2 drug eluting stent (des) was implanted in the plb, a 3.0x28mm taxus express2 des was implanted in the mid rca and a 3.5x28mm taxus express2 des was implanted in the proximal rca. All devices showed "good angiographic results" with 0% stenosis. The 40% lesion just before the crux was dilated to 14 atmospheres (atms) with an unspecified balloon. Seven days later, the patient had recurrent chest pain. A 2.75x20mm taxus express2 des was implanted in the distal rca and a 2.5x12mm taxus express2 des was implanted in plb to the rca. There was no patient complications reported. The patient was discharged on lipitor 20mg daily, mavik 2mg daily, toprol xl 50mg daily, plavix 75mg daily, enteric coated aspirin 325 mg daily and isordil 30mg daily. At 259 days later, the patient suffered an acute inferior-posterior mi and thrombosis was discovered in the plb. A 2.5x15mm non-bsc balloon catheter was used to treat the thrombosis. Timi 3 flow was restored. The pt became immediately bradycardic and hypertensive, and an unk type temporary pacing wire was placed via the femoral vein approach into the right ventricle. The bradycardia resolved. A 2.75x9mm nc monorail balloon catheter was also used to dilate the area of thrombosis. There was no residual stenosis present with timi 3 flow restored. The patient's chest pain and EKG changes resolved. The patient received heparin, reopro, nitroglycerin, during the procedure. There were no additional patient complications reported. The patient's current condition is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.